Manufacturer narrative:
Catheter was received with the contamination shield attached to catheter. The complaint of "inaccurate temperature readings" was not confirmed. The thermistor was submerged in a 37.0c water bath and read 37.1c on vigilance I monitor. Thermistor temperature reading accuracy is +/- .3c per vigilance's operator manual. Thermistor circuit was continuous. There were no open or intermittent conditions. Thermistor connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were tested for patency and no leakage or occlusion was observed. There was no visible damage was observed from catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x magnification. The complaint could not be confirmed during the analysis. The cause of the complaint could not be determined; it is not known what factors may have contributed to this event. No actions will be taken at this time. The lot number was not reported; therefore a device history record review could not be completed. User facility / importer report number: 210016000-2011-8026

Event description:
It was reported that temperature readings were out of specification; however, the patient's temperature was normal. The temperature of the patient is being monitored orally. The temperature reading from the catheter indicates 101; however, the oral temperature of the patient was 97.6. There were no warming devices being used on the patient. The patient did not have a fever. Other measurements seemed to be fine. There were no patient complications reported. The nurse changed cables and modules, biomed also checked all cables and module used on the patient. They were all found to be working correctly. There were no known other devices used on the patient.